Manufacturer narrative:
The lot number of the device used is unkonwn, consequently , the manufacture date of the device is unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met specifications. The march 2007, 15-month mid-urethal sling complaint trend report, inclusive of all failure modes, was reviewed, no adverse trend was noted and no data point exceeded the complaint alert limit. A device history record review is in progress, results of the device history record review will be provided in a follow-up medwatch report.

Event description:
It was reported to boston scientific corporation that a patient received a transoburator mid-urethral sling procedure, in 2007. Post procedure examination (date unknown) the patient was still experiencing urinary incontinence. Upon visual inspection it was noted that the boston scientific advantage sling had migrated up to the bladder neck. The physician immediately removed the entire sling. No further information forthcoming.